Manufacturer narrative:
Additional information received on 07 november 2016 and includes: the pathogen is staphylococcus eli. Batch reviews performed on 21 november 2016. Lot 157122: (B)(4) items manufactured and released on 24 february 2016. Expiration date: 2021-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size xl +7, code 01.25.014, lot. 152717 (k072857) (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully.